Event description:
It was reported by the affiliate that the (1) 512sd was used during a laparoscopic nephrectomy procedure. It was reported that the lock release mechanism was inoperative. The case was completed with a new instrument and there was no consequence to the pt.